Event description:
It was reported that a spectrum iq infusion pump failed preventive maintenance ("volume fail"). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The reported issue of "volume fail" was unclear to the evaluator and interpreted as an audio issue and therefore the device was not tested for flow rate accuracy. A review of the event history log revealed no abnormalities that could cause or contribute to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause of the condition was undetermined and the device passed preventive maintenance testing. All service testing, including flow testing will be required prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.